Event description:
The hospital reported that during a saphenous endoscopic vessel harvesting procedure using vasoview hemopro 2 ( vh 4000), after the dissection process was completed the harvester attempted to perform branch ligation. However, when trying to ligate the first branch the device did not activate (no energy) when the harvester pulled the toggle back on the handle. Due to the this, new power cables and a new generator were plugged into the device. However, the device still would not be activate. Therefore, the device was deemed unsafe for use and a new hemopro 2 device was opened. The new device worked as expected and no further complications occurred during the harvest. No injuries occurred due to the defect. The only procedural delay was the time needed to open a new kit which was about 3 to 5 minutes.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Manufacturer narrative:
Tw # (B)(4). The lot # 3000443632 history record review was completed. There's an ncmr; rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.